Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient with diabetes experienced discrepancies between fingerstick glucose readings and continuous glucose monitor (cgm) values. The patient observed a fingerstick value of 254 mg/dl while the cgm displayed 146 mg/dl, and later a fingerstick value of 329 mg/dl while the cgm displayed 181 mg/dl. The patient also noted concerns about infusion site integrity, reporting a cannula with a slight bend upon removal and multiple site issues requiring changes. The patient delivered manual boluses via pump and relocated the infusion site during the distributor call center interaction. Customer reported that fingerstick current reading 329 mg per dl cgm was 181 mg per dl, no difference in the cannula, cgm around that situation shown inaccurate reading 68 mg per dl, no infusion leaked or loosed, novolog insulin drug was infused. There was patient involvement, but no harm.